Event description:
As reported by the user facility (translation of user facility info by (B)(4)): overinfusion: device is programmed with 250cc of 2 gr de dipirone + 300 mg profenid. Total time: 24 hrs and it was in 1 hrs.

Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (MFR). (B)(4). The device has been evaluated by our technical service / bbm sales organization (B)(4). Results: the device was checked according to service manual. The device is working within the normal parameter. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.